Event description:
Boston scientific received information that this pacemaker device was implanted approximately two years ago but when device was checked this year, it now only has 2 years of remaining battery life. Boston scientific technical services (ts) stated however, with sensors off, this pacemaker device will still last for 7.5 years. Ts then suggested the field representative to save device data to disk and memory dump in disk in order to determine the exact longevity estimate of this device. All attempts to obtain additional information were unsuccessful. This pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.